Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿joints ache all over the body, specifically back and feet; this event is not device related. Patient later reported right side "rupture". Healthcare professional confirmed rupture and "concerns about implanted related illness". Healthcare professional also reported "signs of systemic inflammation"; this event is not device related. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red tissue; opening.

Event description:
Patient reported ¿joints ache all over the body, specifically back and feet; this event is not device related. Patient later reported right side "rupture". Healthcare professional confirmed rupture and "concerns about implanted related illness". Healthcare professional also reported "signs of systemic inflammation"; this event is not device related. Device has been explanted.